Event description:
It was reported that the customer had a motor error on her insulin pump which resulted in blood glucose of 457mg/dl. She was advised to revert to a backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime (a33), no delivery and motor tests. No motor error alarm noted. Unit had minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).